Event description:
Before implantation, the device was interrogated while it was still in the box; the audio detection of implantation was deactivated, the pacing mode was programmed to ddd with 70 ppm basic rate and the pt info was entered. Upon re-interrogation, the device interrogation was longer than expected and the medical engineer aborted the process by removing the programmer head from the device. The device was interrogated again, and no problems occurred; however, all parameters were equal to the as shipped values. A new pacemaker was implanted instead.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.